Manufacturer narrative:
(B)(4) follow up. The complaint described a white buildup on sealed needles that appeared to be excess adhesive. To support the investigation, one photograph was provided for quality evaluation. The image shows a needle assembly without a plastic shield or blister packaging. A droplet of epoxy is visible approximately midway along the length of the needle, and no additional defects or irregularities were identified. This type of condition can occur in the event of a jam at the cannulator. A device history record review was conducted for material number 305196, lot 5268981. The review did not identify any quality issues during the manufacture of this lot that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with applicable specifications. Verification of the cannulator confirmed that settings were appropriate and product flow was satisfactory. Based on the investigation and the analysis of the submitted photograph, the customers reported observation is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
White build up on sealed needles, appear to be excess glue